Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The section d information is for the primary device, which was in use with the following: brand name [mc2avr1] product ID [mc2avr1-delsys] (serial: (B)(6).    Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that whilst attempting to insert the leadless implantable pulse generator (ipg), the patient went into asystole right after physician crossed the valve with the device. The physician tried to quickly deploy the device in order to start pacing but there were no capture at maximum threshold. The physician then tried to recapture the device but was not able to redeploy it second time. The device was attempted, not used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the delivery system was returned with the device intact and analyzed. Analysis indicated the lumen of the delivery system was torn. There was a deployment issue with the delivery system. The delivery system outer shaft was kinked/buckled. The delivery system inner shaft was mechanically kinked/bent. Blood obstruction of the delivery system lumen was observed. Blood was observed on the recapture cone of the delivery system. The analyst noted the device was able to be deployed, the device was able to be pulled by the tether to the recapture cone but with resistance due to the torn lumen, the outer shaft and inner shaft kinked. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.